Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site that the patient was at home when he called the coordinator and stated that one of his power connections was loose. It was stated that the patient was instructed to come into clinic for a controller exchange. Power port connector has visual damage to it. The connector was broken and cracked and power port was attached by the wires. It was unknown how the damage occurred. Approximately 15 minutes after the call from the patient, it was reported that a continuous tone and a message reporting critical battery was alarming so patient called 911 and was brought to the emergency department. On arrival an attempt was made to download log files prior to change, but this could not be accomplished. Alarms reviewed and it appears that there were no pump stop. Log files were downloaded only while plugged into wall power on intact side of battery connection. The site did not send log files in since they do their own log file interpretation. An elective controller exchanged was performed and it was stated that there were no effects or consequences to the patient. It was stated that the controller exchange resolved the issue. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection as a result of loose power source ports one (1) and two (2) connectors. In addition, the controller failed functional testing as a result of the controller's display intermittently showing a "critical battery replace battery1" and the controller would reset and start again from the initial stage. Supplemental testing found that the u7 was burn and the d9 was shorted; however, after these components were replaced by good working ones, the controller was able to pass functional testing. This observation is considered not related to the reported event and may be attributed to improper handling of the connection of the cac adapter to the controller's power ports. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, the supplier has an open internal investigation to evaluate the controller loose internal connector. A notification was sent to hospitals under fsca apr2016 was initiated on may 5th, 2016 to inform clinicians about this issue and to recommend that the connectors on patients' controllers be inspected on a periodic basis to check for the presence of this condition. Users are further instructed to exchange any controllers that are identified with loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.